Event description:
A caller reported a malfunction on a pump, specifically displaying malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reemerges, which they understood and acknowledged.